Event description:
The customer called to report that they were hospitalized for high bgs and for dka. The customer stated that they may have had an infection at that time, and they were treated and remained on the pump. Bgs have been fine since.